Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05843. It was reported that an asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the patient's right ventricle lead exhibited high ventricular rate episodes due to noise. The right atrial lead also exhibited small noise episodes. It was noted that the noise occurred when the patient was lying down. No intervention was reported.